Manufacturer narrative:
No specified device was provided at this time. Additional information was requested, but not received, related to this event. According to analysis from the surgeon related to these events, no causal relationship has been observed between this event and the implanted device.

Event description:
Non-unions with gtr integral long plate. As per surgeon, the non-union took place in a patient with really low quality bone where the non-unions were a consequence of this low quality bone, rather than a problem with the cable ready gtr implants.